Event description:
Per the clinic, the patient was treated with steroid ointment (specific date and duration not reported) due to skin overgrowth at the abutment site. The patient also underwent skin revision surgery (specific date not reported) to remove excess skin. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 28, 2024.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, for a skin revision procedure to remove skin overgrowth. The patient also underwent a surgical procedure to remove the abutment during the same surgery.